Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging an issue with a ventilator's active exhalation solenoid valve. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module was found to be leaking. The device's active exhalation control module will be replaced to address the issue. The device failed a step during testing. The device's system board will be replaced to address the issue.